Manufacturer narrative:
(B)(4).

Event description:
This lv lead dislodged prior to patient discharge due to extremely tight target vessels. This lead was explanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.